Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead, and a cardiac resynchronization therapy defibrillator (crt-d) showed a short circuit condition, and a shock message was observed. Now the impedance is within expected limits. The field representative called back and mentioned they were unable to deliver a shock because the same message was observed at a different vector. It was recommended to replace both the lead and the crt-d. Additional information was received from the field representative mentioning that the mentioned rv lead is an rv lead from a competitor's brand. Both crt-d and rv lead were replaced. A competitor rv lead was used. Defibrillation threshold test was performed without any issues or patient related events. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of this system with a tachy lead and a tachy device a short circuit condition at a shock message was observed. Now the impedance is within expected limits. The field representative called back and mentioned they were unable to deliver a shock because the same message was observed at a different vector. It was recommended to replace both the lead and the device but no information on device replacement has been received. No adverse patient effects were reported.